Event description:
It was reported while a patient had been wearing a pod between 24 and 36 hours their blood glucose level had rose to 400 mg/dl. The patient reports the pod failed to adhere and the cannula had become dislodged from the pod infusion site (leg).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.